Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection found that the tubing was separated from the chamber, verifying the reported condition. Further visual inspection identified traces of solvent on the end of the tubing. It was concluded that the tubing was originally connected to the chamber. The cause of the separation was unable to be determined. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. In order to further investigate this condition, a CAPA was opened. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing separated from the drip chamber of a dehp free solution administration set. This occurred during infusion of an unspecified solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.